Event description:
Surgeon was using the drill guide to implant screws for a cervical plate at c5-c7. When the drill guide was disengaged from the plate at the second level, one of the alignment pins was broken off. Suction was used to remove the broken piece, but it could not be confirmed that the broken piece was removed.

Manufacturer narrative:
Review of the DHR for this part/lot# showed that all parts accepted met specification. Analysis of the returned instrument confirms that remaining alignment pin is within print specifications. The broken piece was not returned with this complaint; therefore, no other relevant dimensional checks could be taken.